Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. A review of the site's system logs confirmed the occurrence of an error fault indicatng a possible issue with the endoscopic camera manipulator (ecm) arm. During failure analysis, the ecm arm was tested with an in-house system and passed all testing specification without issue. As a precautionary measure, the camera ring assembly, axis 4 motor, axis 4 potentiometer inside the ecm arm were replaced. Following this, the ecm arm was further tested, operated without error and verified as ready for use.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the replaced endoscopic camera manipulator (ecm) arm for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, when the user was docking the patient side cart (psc) into the patient, an issue was observed on the endoscopic camera manipulator (ecm) arm. The surgeon stated that they experienced difficulty moving the camera using the master tool manipulator (mtm). The user was unable to set the actual angle of the camera. The customer received phone assistance from the technical support engineer (tse). Unspecified troubleshooting was performed by the user with guidance from the tse. An issue with the ecm was confirmed during troubleshooting. Unrelated to the event, it was further reported that during troubleshooting, the surgeon identified a lot of dense adhesions and fats inside the patient. The surgeon noted that the patient's tissue layer was quite wet. The surgeon made a decision to convert the procedure due to patient anatomy. There was no evidence that an isi device caused or contributed to an adverse event or that an isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During field evaluation, the fse identified an issue with ecm arm. The camera rotation angle could not be detected properly due to an issue with the rotation angle detector in the camera mount of the camera arm. Although the camera was in the middle, the system erroneously recognized it as being rotated 90 ° to the left and right. Unrelated to the ecm arm's functionality, the fse also found a loose ecm arm cannula mount (bent on the right tab). After replacement of the ecm arm and its cannula mount, the system was further tested, operated within specification and verified as ready for use.